Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the drive manifold assembly. The fse successfully performed functional and safety tests. The unit was returned to the customer. The following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a drive manifold with a reported of ¿unit failed the drive manifold vacuum leak test¿. Performed visual inspection of drive manifold per the cardiosave service manual and found no visual damage and the part looks to be in a good condition. Installed into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The tests (40 minutes) did not trigger the reported problem of the ¿unit failed the drive manifold vacuum leak test¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit fails drive manifold leak test. There was no patient involvement reported.